Event description:
Customer reported that her bg levels were normal, and then she "bottomed out." Her blood glucose level reached 18 mg/dl and she went to the hospital for treatment for hypoglycemia. She was treated with an i.v. With dextrose 4 to bring her bg levels up and released 3 hours later. The pod which has been worn for over 2 days was discarded at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit and treatment for hypoglycemia. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. No lot qualification records were reviewed, as the product lot number was not provided.